Event description:
The account alleged that they are having a problem with there being no audible alarm for the bed exit. The account alleged that there were no injuries.

Manufacturer narrative:
Technician suggested that the account replace the bed exit power control board. The account found that when the bed exit is set and weight comes off the bed it does not alarm. Technician told the account to unplug the bed exit strips and if it alarms then the strips are bad. No further information is available on the repair of the bed at this time.